Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd alaris¿ secondary set tubing connection to the adapter during the infusion. The following information was provided by the initial reporter: "occurred during patient use. No reported patient injury. The nurse spiked the bag spike adaptor w/spiros with the secondary tubing set and ran the flush at 999ml/hr for 12.5ml and no leak was observed. The nurse then started the drug. The drug ran for 43.6ml at which time the patient noticed a leak from where the tubing connected to the adaptor. The infusion was stopped but fluid continued leaking from the adaptor. The nurse adjusted the positioning of the tubing and the leak resolved and the patient was able to receive their infusion."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2023-mar-2017 . H6: investigation summary a photo as well as a physical sample was received and tested by our quality team. The photo provided showed the location of the leak- between the spike of drip chamber and a IV bag. The photo was enough evidence to verify the leakage but after multiple tests, the infusion tubing and drip chamber spike shown no issues. The root cause is unknown but the failure is most likely due to the IV bag connected not the device sent in. A device history record review for model 11448964 lot number 22023211 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that medication leaked from the bd alaris¿ secondary set tubing connection to the adapter during the infusion. The following information was provided by the initial reporter: "occurred during patient use. No reported patient injury. The nurse spiked the bag spike adaptor w/spiros with the secondary tubing set and ran the flush at 999ml/hr for 12.5ml and no leak was observed. The nurse then started the drug. The drug ran for 43.6ml at which time the patient noticed a leak from where the tubing connected to the adaptor. The infusion was stopped but fluid continued leaking from the adaptor. The nurse adjusted the positioning of the tubing and the leak resolved and the patient was able to receive their infusion."